Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via spirit trial that during stenting of the proximal circumflex artery with a xience v stent, a dissection occurred at the distal edge of the stent; the vessel remained patent. The area was dilated and an additional xience v stent was deployed within the area of dissection, which resulted in complete sealing of the dissection distally and smooth angiographic results. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident. Dissection, as listed in the xience IFU is a known adverse event associated with coronary stenting, and is not an indication of a product quality issue. Dissection can be influenced by lesion characteristics, procedural technique, and device size selection. The IFU states "implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other)." A conclusive root cause for the reported dissection, and the relationship to the device, if any, cannot be determined.